Event description:
Champion af study. It was reported that thrombosis occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using 31mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was) with a complete seal and deployed device diameter of 27.0 mm. The patient was discharged on 100mg aspirin and 60mg edoxaban daily. Use of edoxaban ceased on (B)(6) 2022. On (B)(6) 2022, a computed tomography (CT) examination was performed. On (B)(6) 2022, 109 days post procedure, the CT test results revealed a mobile thrombus measuring 4cm squared on the atrial facing surface of the closure device. The patient continued use of oral anticoagulants. No patient complications were reported.